Event description:
It was reported that the right ventricular lead had dislodged. There was no capture or sensing in the ventricle. During the revision procedure, the physician noticed that the right atrial lead was partly in the right ventricle. When the physician attempted to reposition both leads, both leads dislodged. New leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).